Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 50 mg/dl. Customer¿s current blood glucose value was 151 mg/dl. The customer¿s blood glucose level was 178, 62 and 73 mg/dl. The customer has been experiencing low blood glucose for 6 days. Troubleshooting was dose for low blood glucose and over delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report, customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.